Event description:
A vaxcel PICC line was being placed for therapeutic purpose on an unk date. During insertion, the peelable sheath peeled correctly on the perforation for a few centimeters before it broke. The physician needed to use a surgical tool to work with the sheath in order to finish placement.